Manufacturer narrative:
Device evaluation summary: the closurefast catheter was received for analysis. The catheter was examined: the heating element /coil was observed to be damaged. A visual inspection of the device found the coil heating element was bent approximately 4mm from the distal tip. A visual inspection under magnification revealed the fep on the coil was deformed and had a red dried material embedded and the fep was damage. The red dried material discovered within the fep give the appearance of that the material discovered is likely dried blood. The coil was observed to be exposed. The catheter cable connector was examined: visual inspection under magnification reveal gel like material in the coil. The appearance of the gel in the connector is an indication of the catheter connector became wet. The catheter did pass continuity and resistance functional testing. In other to duplicate the customer reported event, the catheter heating element was wrapped in wet cloth and the connector was plugged to rfg2 generator. During the testing, as the catheter is being compressed, the rfg2 failed with error message ¿treatment halted: non-uniform temperature¿. The temperature displayed 49 degrees which is below the working temperature of 120 degrees. The customer reported event was confirmed.

Event description:
The physician used a closurefast catheter for a radiofrequency ablation procedure for treatment of the great saphenous vein. Tumescent infiltration was utilized under local anesthesia. The device was used per IFU. It was reported that the catheter did not reach correct temperature. No issues were encountered with insertion or withdrawal of the device. Another catheter was used to complete the procedure. No patient injury reported.